Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. The following products were also used in the surgery. Product ID: 3606201 (screwdriver 3606201 torque limit shaft), lot# kh19e676; quantity: 2. Product ID: g851100 (handle g851100 torque limiting t), lot# 119130; quantity: 1. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of c5 tumor, undergoing a c2-th1 fixation procedure for a spinal therapy. It was reported that the screw stripped when the set screw was finally tightened. Stripping occurred at two places, so using of torque wrench was given up and the surgeon decided to use manual max. There was a delay of less than 60 minutes. There were no patient symptoms/complications. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product was replaced and was discarded. Device status reason: explanted-complete. The procedure was completed successfully. The tips of both the torque limiting drivers were stripped. No defect was found in the appearance of the torque limiting handle. The handle could lock with and detach from the driver smoothly.